Event description:
The 1st diagonal branch was ballooned with another brand balloon resulting in a small intimal dissection. There were two endeavor sprint rapid exchange (rx) drug eluting stents implanted in the distal lad, one in the mid lesion and one in the more proximal lesion. The 1st diagonal branch was ballooned again with another brand balloon. However, there was still some intimal dissection, so an endeavor sprint rapid exchange (rx) drug eluting stent was implanted across the lad into the ostium of the 1st diagonal. There was a small dissection noted at the very proximal lad coronary artery right at the origin of the more proximal stent. There was an endeavor sprint over the wire (otw) drug eluting stent implanted in the lad to cover this dissection. It is reported that the pt tolerated the procedure well and recovered with treatment.

Manufacturer narrative:
(B)(4). Eval, results: dissection.